Event description:
It was reported that display turned off approx 15 minutes aftr pump was switched on. Pump was turned off and restarted. Same problem recurred 5 times. Patient was transferred to another hospital for surgery and connected to another pump. There were no asociated patient complications.

Manufacturer narrative:
Pump was evaluated by mipm (arrow germany field service contractor) and defective cable was found. Pump was functionally tested and returned to hospital.